Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the MFR. Add'l info (including x-rays and med records) was requested. If add'l info becomes available, the evaluation summary will be submitted in a supplemental report. This is the same pt/event as MFR # 9616680-2011-00113.

Event description:
It was reported that, "the cup came loose and poly wear".